Event description:
When inserting a screw during a c4 corpectomy procedure, an audible click was heard and the screwdriver came away from the screw. Examination of the driver found a piece of the tip had broken off from the instrument. The procedure was completed without further incident. There was no delay in surgery.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned skyline x15 expansion tip screw driver confirmed breakage occurred at the instrument¿s distal tip. No other defects or abnormalities were identified. Hardness verification confirmed the instrument met hardness specification requirements. Although no definitive conclusions can be made, scanning electron microscopy (sem) analysis revealed a plastic deformation at the driver tabs, indicating an overload failure of which the texture of the fracture is consistent across the entire surface and suggesting that the driver tabs underwent a quasi-static failure. Additionally, the existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of complaints found no emerging trends. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.